Event description:
Healthcare professional reported unknown side breast capsule which tested "cd30 positive" and "foreign matter." Alk pathological marker was not received. Device was explanted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4). The event of "cd30 positive" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "cd30 positive"